Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 1/26/2016; electrode belt: 4/17/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received two inappropriate treatments from the lifevest during asystole. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries. At 5:26:55, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole. At 5:27:22, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole and the post-shock rhythm was also asystole. The patient remained in asystole until the electrode belt was disconnected at 5:36:03. Motion artifact and oversensing of low amplitude cardiac signal contributed to the false detections. The response buttons were not pressed during the event.